Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right pelvic') in an adult female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne. Concomitant products included doxycycline, iron and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding(general)") and the first episode of dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced abdominal bloating ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / heavy periods"), the second episode of dermatitis allergic ("allergy - rash/skin condition"), paraesthesia ("tingling pain under my skin"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus"), anaemia ("anemia"), palpitations ("heart palpitations"), dyspnoea ("shortness of breath"), lethargy ("I'll feel tired but not lethargic like I was before"), rash ("rashes "), eczema ("eczema") and bloating nos ("bloating") and was found to have weight decreased ("lost any weight. Only 2 pounds"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy robotic assisted hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and the last episode of dermatitis allergic had resolved, the vaginal haemorrhage, menorrhagia, fatigue, abdominal bloating, alopecia, paraesthesia, adenomyosis, uterine enlargement, anaemia, palpitations, dyspnoea, weight decreased, rash, eczema and bloating nos outcome was unknown and the lethargy was resolving. The reporter considered abdominal bloating, abdominal pain, adenomyosis, alopecia, anaemia, dysmenorrhoea, dyspnoea, eczema, fatigue, genital haemorrhage, lethargy, menorrhagia, palpitations, paraesthesia, pelvic pain, rash, uterine enlargement, vaginal haemorrhage, weight decreased, the first episode of dermatitis allergic, bloating nos and the second episode of dermatitis allergic to be related to essure. The reporter commented: uterus sounded to 10.0 cm hysteroscopically the uterine lining was fairly thin at the end of the case four coils were noted protruding from each ostia . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia,pelvic pain, menorrhagia, lethargy the following information was received from social media rashes, eczema, bloating. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter and event : lethargy added. On(B)(6) 2020: social media received. Event added- rashes, eczema, bloating. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right pelvic') in an adult female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne. Concomitant products included doxycycline, iron and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage ("abnormal bleeding(general)") and the first episode of dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced abdominal bloating ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / heavy periods"), the second episode of dermatitis allergic ("allergy - rash/skin condition"), paraesthesia ("tingling pain under my skin"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus"), anaemia ("anemia"), palpitations ("heart palpitations"), dyspnoea ("shortness of breath"), lethargy ("I'll feel tired but not lethargic like I was before"), rash ("rashes "), eczema ("eczema") and bloating nos ("bloating") and was found to have weight decreased ("lost any weight. Only 2 pounds"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy robotic assisted hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and the last episode of dermatitis allergic had resolved, the vaginal haemorrhage, menorrhagia, fatigue, abdominal bloating, alopecia, paraesthesia, adenomyosis, uterine enlargement, anaemia, palpitations, dyspnoea, weight decreased, rash, eczema and bloating nos outcome was unknown and the lethargy was resolving. The reporter considered abdominal bloating, abdominal pain, adenomyosis, alopecia, anaemia, dysmenorrhoea, dyspnoea, eczema, fatigue, genital haemorrhage, lethargy, menorrhagia, palpitations, paraesthesia, pelvic pain, rash, uterine enlargement, vaginal haemorrhage, weight decreased, the first episode of dermatitis allergic, bloating nos and the second episode of dermatitis allergic to be related to essure. The reporter commented: uterus sounded to 10.0 cm hysteroscopically the uterine lining was fairly thin at the end of the case four coils were noted protruding from each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia,pelvic pain, menorrhagia, lethargy the following information was received from social media rashes, eczema, bloating. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right pelvic') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne. Concomitant products included doxycycline, iron and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and rash ("rash/skin condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dermatitis allergic, fatigue, abdominal distension, alopecia and abdominal pain outcome was unknown and the genital haemorrhage, dysmenorrhoea and rash had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: added event rash/skin condition. Outcome of event genital haemorrhage, dysmenorrhoea, menorrhagia was updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right pelvic') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne. Concomitant products included doxycycline, iron and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dermatitis allergic, dysmenorrhoea, fatigue, abdominal distension, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-jun-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right pelvic') and genital haemorrhage ('abnormal bleeding(general)') in an adult female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne. Concomitant products included doxycycline, iron and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / heavy periods"), the second episode of dermatitis allergic ("allergy - rash/skin condition"), paraesthesia ("tingling pain under my skin"), adenomyosis ("adenomyosis"), uterine enlargement ("enlarged uterus"), anaemia ("anemia"), palpitations ("heart palpitations") and dyspnoea ("shortness of breath") and was found to have weight decreased ("lost any weight. Only 2 pounds"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy robotic assisted hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and the last episode of dermatitis allergic had resolved and the vaginal haemorrhage, menorrhagia, fatigue, abdominal distension, alopecia, paraesthesia, adenomyosis, uterine enlargement, anaemia, palpitations, dyspnoea and weight decreased outcome was unknown. The reporter considered abdominal distension, abdominal pain, adenomyosis, alopecia, anaemia, dysmenorrhoea, dyspnoea, fatigue, genital haemorrhage, menorrhagia, palpitations, paraesthesia, pelvic pain, uterine enlargement, vaginal haemorrhage, weight decreased, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. The reporter commented: uterus sounded to 10.0 cm hysteroscopically the uterine lining was fairly thin at the end of the case four coils were noted protruding from each ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia,pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2019: mr and social media received: new events: tingling pain under my skin, adenomyosis, enlarged uterus, anemia, heart palpitations, shortness of breath, weight loss were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right pelvic') and genital haemorrhage ('abnormal bleeding(general') in an adult female patient who had essure (batch no: 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne. Concomitant products included doxycycline, iron and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and the first episode of dermatitis allergic ("allergic or hypersensitivity reaction type: skin rash"). On (B)(6)2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia") and the second episode of dermatitis allergic ("allergy - rash/skin condition"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain and the last episode of dermatitis allergic had resolved and the vaginal haemorrhage, menorrhagia, fatigue, abdominal distension and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, the first episode of dermatitis allergic and the second episode of dermatitis allergic to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: new pfs received- outcome of event pelvic pain and abdominal pain from unknown to recovered/resolved were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right pelvic') and genital haemorrhage ('abnormal bleeding (general)') in a female patient who had essure (batch no. 626458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included acne. Concomitant products included doxycycline, iron and medroxyprogesterone acetate (depo-provera). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and rash ("allergic or hypersensitivity reaction type: skin rash"). In (B)(6) 2008, the patient experienced fatigue ("fatigue"). In (B)(6) 2013, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type: bloating") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, rash, dysmenorrhoea, fatigue, abdominal distension, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 11-jun-2019: pfs received. Essure lot number added. Product indication updated. Essure explant date added. Following events were added: genital hemorrhage, abnormal bleeding (vaginal), menorrhagia, allergic or hypersensitivity reaction type: skin rash, dysmenorrhea(cramping), fatigue, gastrointestinal or digestive system condition type: bloating, hair loss and abdominal pain. Previously reported ¿injury¿ was updated to right pelvic. Medical history, lab data and concomitant medications were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.